Manufacturer narrative:
Concomitant therapies: "lurx" (as reported), methylphenidate hcl, and oxcarbazepine. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis noted brown particles on the gel and shell of the implant. The device weighed 115.2 grams. Visual analysis also noted creasing of the implant shell. Micro analysis noted one sharp opening on the patch of the implant. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported right side pain and rupture. Patient representative reported "prosthesis did not adhere perfectly" and "psychological shock." Also reported "arrhythmia" and "physical exhaustion" which were determined to not be device-related. Device was explanted.